Event description:
Right frontal ventriculoperitoneal shunt placed 11/13 at 0800. Changing mental status noted by 1130. Taken to emergent surgical procedure-craniotomy for evacuation of subdural hematoma. Suspect that value failed.